Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 22:44:51. During night drain cycle two, the patient's ultrafiltration reading was 1333ml, indicating the home patient (hp) drained 1333ml more than their maximum programmed fill volume of 1600ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and the issue was identified during the review of the event history logs. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.